Event description:
It was reported that during nrp procedure, an absence of expected color differentiation between the arterial and venous blood lines was observed following initiation of perfusion, indicating inadequate oxygen transfer across the oxygenator. Arterial and venous blood gas analyses confirmed insufficient oxygen delivery and impaired gas exchange. Troubleshooting activities included verification of the gas supply using portable medical oxygen and air cylinders connected through the gas blender; however, no improvement was observed and venous saturation continued to decrease while pco2 increased. Subsequently, the gas blender was bypassed and a portable oxygen source was connected directly to the oxygenator gas inlet. Following this intervention, the expected arterial and venous blood color differentiation was restored and repeat blood gas analyses demonstrated improved oxygenation. Due to the initial period of inadequate oxygenation, nrp support was extended from the planned duration of approximately two hours to approximately four hours. The abdominal organs were ultimately recovered and accepted for transplantation. The reported inadequate oxygenation period was approximately 45 minutes and was considered a significant risk to organ viability. This complaint was received as a subsequent event following complaint onetrack#(B)(4) (mfg report number 8010762-2026-0000293). Although the reported failure mode appears to be similar to that described in the previous complaint, this event occurred separately and has therefore been recorded as a new complaint. The involved oxygenator has been retained and will be investigated under this complaint. Based on the reported troubleshooting activities and observations, the user indicated that the sechrist blender may have contributed to the reported oxygenation issue. Therefore, a separate complaint record (onetrack #(B)(4) was initiated for further evaluation of the reported event. Since the reported event involved a risk of loss of transplantable organs due to inadequate oxygenation during nrp, the complaint is considered reportable. Complaint #1549643

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.